Event description:
Event description guidant received information that the patient with this pacemaker has experienced syncopal events. A holter monitor has been prescribed to determine the cause of these events. Evaluation of the device noted fusion on the electrograms with poor r wave morphology and a long p-r interval.